Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system stored an atrial tachy response (atr) episode containing noise on the right atrial (ra) and shock channels. The noisy signals appeared much smaller on the right ventricular (rv) lead rate/sense channel, and were not marked. A pacemaker mediated tachycardia (pmt) episode stored and the pmt was induced by atrial oversensing, but was considered true pmt. Additionally, all lead impedance trends showed a gradual increase in measurements in january 2024, but all measurements remained within normal limits. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-d system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.